Event description:
It was reported that device entrapment occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 2.5mmx10mm, eccentric, in-stent restenosis with a bend between >45 and <90 degrees was located in the moderately tortuous and moderately calcified proximal left circumflex artery. A 3.5 6f non-boston scientific (bsc) guide catheter and a non-bsc guidewire were in position, pre-dilation was performed with 3.15x15 maverick balloon catheter resulting to 85% residual stenosis. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, the balloon catheter got stuck while tracking it over a non-bsc guide wire and the wire was not able to pass through the nc emerge monorail shaft. The guidewire and maverick balloon catheter were gently pulled out from the patient. The procedure was completed with another of the same device and post-dilated with a 3.15x15 nc emerge balloon catheter. The patient was stable post-procedure.